Event description:
It was reported to philips that the allura device would not boot up. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during system start-up in the morning and no patient was involved. A philips service engineer (fse) inspected the system onsite and confirmed a memory failure during the system's host pc power on self test (post). The fse reseated the memory banks and verified that the issue did not reoccur when turning the system off and on a few times. After performing functional checks, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.